Event description:
Additionally, the healthcare professional reported right side "hardness" and "deformity". The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, deformation, crease fold, wear abrasion and white particles on the shell. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and "deformity". The device has been explanted. The captured event is considered to be device related.

Manufacturer narrative:
Of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture baker grade iii an unknown side the device remains implanted.